Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the black box. No damage was found to the battery compartment or cap. The battery cap was able to secure to the pump and the pump powered on normally. The pump was exercised for 24 hours without power interruptions. The battery cap was tested and no connection defects were found. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The patient's mother contacted animas alleging the pump was continuously rebooting itself. The reporter stated the day prior the pump rebooted 10x. There was no reported patient impact associated with this complaint.